Manufacturer narrative:
(B)(4). Explant of an intraocular lens in a secondary procedure. Patient is unable to tolerate anisometropia.all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed that only a piece of the iol was returned. Under microscopic evaluation iol was observed with surface residuals (fiber/particles) and stains that could be related to handling the lens in a non-sterile environment. The investigation results reasonably suggest that the probable cause of the conditions observed in the sample returned could be related to surgical technique. Manufacturing records were reviewed. The review of the documentation presented in the manufacturing record was found within product specifications. No deviation or non-conformance related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted in a secondary procedure. The goal was plano and the patient received -1.0. It was stated that the patient was unable to tolerate anisometropia. It was stated that the lens was replaced with a 22.0 diopter intraocular lens of the same model. No suture was used. No further information was provided.